Event description:
Patient reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product, pain and diagnosed hashimoto's disease. Patient also reported a possible right side rupture and they have "breast implant illness" and has had a stroke in the past. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, anxiety-product/procedure, autoimmune/connective disorders-ndr, other medical, other medical-ndr.

Event description:
Patient reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product, pain and diagnosed hashimoto's disease. Patient also reported a possible right side rupture and they have "breast implant illness" and has had a stroke in the past. Device remains implanted.